Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was exposed to MRI and forgot to remove insulin pump. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with constant motor error during rewind due to motor encoder signal out of phase. No further testing could be performed due to constant motor error. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.